Event description:
It was reported that the patient experienced a replacement of an explant procedure for an artificial urinary sphincter(aus) cuff due to recurring incontinence. Another cuff was implanted. A patient outcome of no further complications was reported.